Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01645 / 01646).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation due to alleged pain, acetabular cup loosening, tissue destruction, bone destruction, metal wear, and metal poisoning. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - m2a magnum femoral head catalog#: 157446 lot#: 154360, taperloc femoral stem catalog#: 103200 lot#: 589450, m2a magnum taper adapter catalog#: 139252 lot#: 821370. It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. DHR was reviewed and no discrepancies were found. The reported event was unable to be confirmed, and the root cause of the event was unable to be determined, as the device was not returned for evaluation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.